Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, resistance was felt when filling the cartridge during the load sequence. Reportedly, the customer ultimately filled and loaded the cartridge successfully. Customer¿s blood glucose level was 375mg/dl.